Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that the device was dropped on the floor and it was not responding. Customer's blood glucose was unknown. Customer's doctor was advised the device need to be replaced. The device is not returning for analysis.